Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for sovereign compact system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed there was a loss of sound. The fss replaced the subsystem controller printed circuit board to resolve issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. Manufacturer year 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported an unusual sound. The surgeon elected to convert the procedure into a conventional method (small incision cataract surgery). There was no patient injury reported.

Manufacturer narrative:
Additional information: in the initial report, only the year of manufacture date was provided. The complete date has now been provided 11/03/2015 and has been included in this follow up report. All pertinent information available to abbott medical optics has been submitted.